Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir leaked at passed the 2 o rings. The customer¿s blood glucose level was unknown. The customer also experienced high blood glucose. Customer stated that he was not getting any insulin from his insulin pump. Customer declined troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.